Event description:
It was reported that the atrial lead exhibited loss of capture at 7.5 v at 0.5 ms. The atrial loss of capture was programmed around by promoting atrial sensing behavior so that p-waves would continue to be tracked. Unless the patient develops sa node block, no other change to the system was planned.